Event description:
It was reported that cathena 24gx0.75in straight safety mechanism would not activate. The following information was provided by the initial reporter: the problem with this catheter is that the white part that normally secures the mandrel did not fit. It remained in the transparent part of the cathena and therefore did not secure the mandrel. The nurse did not mention any particular manipulation that could have caused this malfunction.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that cathena 24gx0.75in straight safety mechanism would not activate. The following information was provided by the initial reporter: the problem with this catheter is that the white part that normally secures the mandrel did not fit. It remained in the transparent part of the cathena and therefore did not secure the mandrel. The nurse did not mention any particular manipulation that could have caused this malfunction.